Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that the insulin pump had crack at the front casing below button and about a half inch as well as random no delivery alarms. Customer stated that insulin pump had error continues to occur after site change, rewinds more than once per reservoir change and rewinds slower. Customer also reported that low reservoir warning sometimes did not come on and had less than 30 minutes once low battery warning came on before insulin pump died and it affects her therapy by not being able to use insulin pump until she gets battery. The troubleshooting was performed and was advised the pump will need to be replaced. No harm requiring medical intervention was observed. The insulin pump will not return for analysis.